Manufacturer narrative:
The autopulse platform (s/(B)(4) ) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top cover and flexible patient restraint were cracked and the encoder cover was damaged. The damages observed during visual inspection are not related to the reported complaint. Additionally, the autopulse platform is a reusable device and was manufactured 0n 12/09/2004. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device a review of the platform archive log showed that there was only one session on (B)(6) 2016. There were numerous user advisory (ua) 28 (loss of clutch connectivity) and 45 (not at "home" position after power-on/restart) messages on (B)(6) 2016 in the archive data thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited no user advisory messages. There were no deficiencies found. In summary, the customer's reported complaint of autopulse displaying ua 28 and ua 45 messages were confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The platform ran with smaller test manikin for 10 minutes and 15 minutes with lrtf(large resuscitation test fixture) without exhibiting any faults or user advisory messages. The platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/27/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a device check the autopulse platform (s/n (B)(4)) displayed a user advisory 28 (loss of clutch connectivity) and stalled after the lifeband was extended. There was no patient involved with this event. No additional information was provided.